Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Myocardial rupture is a known potential adverse effect, per corevalve instructions for use (IFU). A conclusive cause could not be established from the limited information available, and the explanted device was not returned for analysis.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, a myocardial rupture occurred, resulting in cardiac tamponade. The valve was removed, and aortic valve replacement was performed by thoracotomy. The patient recovered without complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the device was not available for return and analysis. (B)(4).